Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose that displayed "low" on the continuous glucose monitor. Suspected cause was due to the customer¿s settings requiring adjustments. Customer's spouse assisted them by providing them with carbohydrates to treat low bg, and called the paramedics after the customer loss consciousness. Paramedics checked the customers vitals and confirmed customer was alert after they regained consciousness. Customer updated their pump settings to address the event.